Event description:
It was reported that the patient underwent a surgical procedure sometime in (B)(6) 2012 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with hysteroscopy, dilatation and curettage, loop electrosurgical excision procedure. No additional information was provided. It was reported that following insertion the patient experienced urinary retention and incontinence. It was reported that the patient underwent sling revision and partial excision of eroded vaginal mesh on (B)(6) 2012 by (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder outlet obstruction and hematuria.